Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (ache, sharp, cramp)/pain even without being on my menstrual cycle,body pain'), genital haemorrhage ('heavy bleeding') and kidney infection ('kidney infection') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included c-section (umbilical cord wrapped around baby's neck) on (B)(6) 2013, panic attack on (B)(6) 2013, cesarean section on (B)(6) 2013, flank pain on (B)(6) 2012, hematuria on (B)(6) 2012, general malaise on (B)(6) 2011, weakness on (B)(6) 2011, miscarriage on (B)(6) 2011, hypertension on (B)(6) 2011, fibromyalgia on (B)(6) 2011, asthma on (B)(6) 2011, attention deficit/hyperactivity disorder on (B)(6) 2011, constipation on (B)(6) 2011, diarrhea on (B)(6) 2011, gravida on (B)(6) 2011, endometriosis on (B)(6) 2011, menstrual disorder from (B)(6) 2011 to (B)(6) 2011, chest pain from (B)(6) 2011 to (B)(6) 2011, schizoaffective disorder in 2010, vaginal bleeding in 2010, dysfunctional uterine bleeding in 2010, swelling nos from 2010 to (B)(6) 2014, mood disorder nos in 2008, borderline personality disorder in 2008, obesity in 2008, birth control pill in 2008, general body pain from 2008 to 2013, multigravida (6), parity 4 (4 date of births: (B)(6) 2013, (B)(6) 2009), miscarriage, hypertension, complication of delivery, cramp in lower abdomen, knee arthropathy, psychic disturbance, fall, weight gain, nausea, headache, heavy periods, attention deficit/hyperactivity disorder, fracture of spine, bipolar disorder, fibromyalgia, gerd, headache, insomnia, stomach ulcer, allergy to antibiotic, anaphylaxis, hallucinations and drug rash. *she was not allergic to nickel or any other component of essure and even did not experience a hypersensitivity reaction to nickel or any other component of essure. * on an unspecified date in 2013, she received treatment sonogram during she experienced abdominal pain, heavy bleeding, menstrual pain,back pain and medication for depression. Approximate weight at the time of essure placement: 240. Gallbladder wall thickening on ultrasound. On (B)(6) 2012, pelvic sonography revealed right ovary has a 10 mm benign-appearing cyst. On (B)(6) 2013, CT abdomen and pelvis contrast revealed the findings: the study is done with 2 mm thick images at 1 mm interval from the diaphragm inferiorly to the iliac crests for the abdomen and from the iliac crests inferiorly to the ischial tuberosities for the pelvis. Images were obtained following ingestion of dilute contrast orally. The sequence was done during intravenous administration of 100 ml of omnipaque 350. Essure devices have been inserted into the proximal portion of each fallopian tube. The heart size is normal. Lung bases have minimal hypoventilatory atelectasis with no consolidation or effusion. Bony structures are unremarkable. The appendix is well seen and is normal. All structures are normal in size, shape, and position with appropriate enhancement. There is no adenopathy, abnormal solid mass nor fluid collection. No inflammatory changes are seen and there is no hernia. The branches of the aorta are widely patent. Intestinal rotation is normal. Musculature of the abdominal wall, spine and pelvis is intact the only change from the previous exam of one month ago has been insertion of the fallopian tube essure devices impression: no abnormality is seen. Previously administered products included for hallucinations: ambien (zolpidem-hallucinations); for an unreported indication: cyclobenzaprine, flexeril, cephalexin, clindamycin, keflex, tramadol and cephalexin. Past adverse reactions to the above products included hypersensitivity with ambien (zolpidem-hallucinations), cephalexin, cyclobenzaprine, keflex and tramadol; muscle spasms with flexeril; and rash with cephalexin and clindamycin. Concurrent conditions included allergic reaction to analgesics since (B)(6) 2014, multiple gastric ulcers since (B)(6) 2014, myalgia since (B)(6) 2014, blurred vision since (B)(6) 2013, gerd since (B)(6) 2013, esophagitis since (B)(6) 2013, drug allergy, smoker, menstrual disorder, edema, shortness of breath, dyspnea, cough, dizziness, back muscle spasms, visual disturbances, gonorrhea, vaginal pain, genital bleeding, post-traumatic stress disorder, fracture of spine, insomnia, stomach ulcer, fever, flank pain, attention deficit/hyperactivity disorder, myalgia, gait disorder, hemorrhage of gastrointestinal tract, unspecified, sleep disturbance, irritability, ear pain, rhinorrhea, tarry stools, burning sensation, twitching, muscle pain, tinnitus, flu-like illness, myositis, dizzy, taste metallic, leg injury, schizoaffective disorder, facial swelling, neck stiffness, wheezing, stridor, lupus erythematosus, general body pain, jaw pain, yeast infection, vaginal discharge, acid reflux (oesophageal), bladder pain and ear infection. Family history included osteoarthritis (mother, maternal grandfather), asthma (mother, maternal grandfather), cancer (mother), coronary artery disease (mother, maternal grandfather), diabetes (mother, maternal grandmother,paternal grandmother), thyroid disorder (maternal grandfather), high cholesterol (mother, maternal grandfather), hypertension (mother, maternal grandfather), migraine (mother, maternal grandfather), stroke (mother, paternal grandmother, maternal grandfather), thyroid disorder (mother), heart failure (brother, sister, maternal grandmother) and migraine (mother). Concomitant products included ziprasidone for mental disorder and mood disorder nos as well as benzatropine (benztropine), cefalexin (cephalexin), cefalexin (keflex), cefixime (flexeril), clindamycin, hpv vaccine vlp rl1 4v (yeast) (gardasil), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), influenza vaccine, influenza vaccine (influenza), influenza vaccine inact split virion 3v (flulaval), lamotrigine (lamictal), medroxyprogesterone acetate (depo-provera), omeprazole, omeprazole (protonix), opioids, paracetamol (acetaminophen), paracetamol;tramadol hydrochloride (ultram), ranitidine hydrochloride (zantac), sucralfate, sucralfate (carafate), zolpidem tartrate and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain/abdominal pain") and nausea ("nausea") and was found to have weight increased ("extreme weight gain/ am now 382 pounds, having gained over 100 pounds in the few years after the essure implant\weight gain"), 3 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("severe back pain/ back pain (sharp)"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ menstrual pain"), dyspareunia ("pain during intercourse/ the pain I endure with sex has not only impacted me but my partner, too"), migraine ("severe migraines") and bipolar disorder ("depression bi-polar"). In 2013, the patient experienced depression ("depression") with fatigue. On (B)(6) 2013, the patient experienced coagulopathy ("clotting"). In (B)(6) 2015, the patient experienced kidney infection (seriousness criterion medically significant) and palpitations ("palpitation"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuations"), pain ("pain nos/body pain"), headache ("headaches"), swelling ("swelling"), anaemia ("anemia"), arthralgia ("knee pains"), pain in extremity ("legs pain, hand pain"), anxiety ("anxiety"), fall ("fall"), urinary tract infection ("urinary tract infection"), ligament sprain ("sprains"), malaise ("general illness"), vomiting ("vomiting"), fibromyalgia ("fibromyalgia"), affective disorder ("mood disorder") and mental disorder ("mental disorder"). The patient was treated with surgery (hysterectomy scheduled on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the kidney infection, dysmenorrhoea, migraine, pain, swelling, coagulopathy, anaemia, arthralgia, pain in extremity, anxiety, fall, urinary tract infection, ligament sprain, malaise, palpitations, vomiting, fibromyalgia, affective disorder and mental disorder outcome was unknown and the abdominal pain, back pain, depression, weight fluctuation and dyspareunia had not resolved. The reporter considered abdominal pain, affective disorder, anaemia, anxiety, arthralgia, back pain, bipolar disorder, coagulopathy, depression, dysmenorrhoea, dyspareunia, fall, fibromyalgia, genital haemorrhage, headache, kidney infection, ligament sprain, malaise, mental disorder, migraine, nausea, pain, pain in extremity, palpitations, pelvic pain, swelling, urinary tract infection, vomiting, weight fluctuation and weight increased to be related to essure. The reporter commented: she reports her husband complaints something is cutting him during intercourse, she reports sharp pains in her lower pelvis. She is requesting a hysterectomy to have them removed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on an unknown date: there are minor inflammatory changes of multiple para facial sinuses. Pregnancy test - on (B)(6) 2016: results: negative. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, pelvic pain, back pain, swelling, nausea, headaches". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (ache, sharp, cramp)/pain even without being on my menstrual cycle,body pain") and genital haemorrhage ("heavy bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included birth control pill in 2008, multigravida (6), parity 4 (4 date of births: (B)(6) 2013, (B)(6) 2009), miscarriage, hypertension, complication of delivery, c-section (umbilical cord wrapped around baby's neck) on (B)(6) 2013, mood disorder nos in 2008, borderline personality disorder in 2008, obesity in 2008, vaginal bleeding in 2010, dysfunctional uterine bleeding in 2010, schizoaffective disorder in 2010, endometriosis on (B)(6) 2011, gravida on (B)(6) 2011, constipation on (B)(6) 2011, diarrhea on (B)(6) 2011, hypertension on (B)(6) 2011, fibromyalgia on (B)(6) 2011, asthma on (B)(6) 2011, attention deficit/hyperactivity disorder on (B)(6) 2011, miscarriage on (B)(6) 2011, general malaise on (B)(6) 2011, weakness on (B)(6) 2011, cramp in lower abdomen, flank pain on (B)(6) 2012, hematuria on (B)(6) 2012, panic attack on (B)(6) 2013, cesarean section on (B)(6) 2013, knee arthropathy, general body pain from 2008 to 2013, psychic disturbance, menstrual disorder from (B)(6) 2011 to (B)(6) 2011, fall, chest pain from (B)(6) 2011 to (B)(6) 2011, swelling nos from 2010 to (B)(6) 2014, weight gain, nausea, headache, heavy periods, attention deficit/hyperactivity disorder, fracture of spine, bipolar disorder, fibromyalgia, gerd, headache, insomnia, stomach ulcer, allergy to antibiotic, anaphylaxis, hallucinations and rash. *she was not allergic to nickel or any other component of essure and even did not experience a hypersensitivity reaction to nickel or any other component of essure. * on an unspecified date in 2013, she recieved treatment sonogram during she experienced abdominal pain, heavy bleeding, menstrual pain,back pain and medication for depression.approximate weight at the time of essure placement: 240 gallbladder wall thickening on ultrasound. On (B)(6) 2012, pelvic sonography revealed right ovary has a 10 mm benign-appearing cyst on (B)(6) 2013, CT abdomen and pelvis contrast revealed the findings: the study is done with 2 mm thick images at 1 mm interval from the diaphragm inferiorly to the iliac crests for the abdomen and from the iliac crests inferiorly to the ischial tuberosities for the pelvis. Images were obtained following ingestion of dilute contrast orally. The sequence was done during intravenous administration of 100 ml of omnipaque 350. Essure devices have been inserted into the proximal portion of each fallopian tube. The heart size is normal. Lung bases have minimal hypoventilatory atelectasis with no consolidation or effusion. Bony structures are unremarkable. The appendix is well seen and is normal. All structures are normal in size, shape, and position with appropriate enhancement. There is no adenopathy, abnormal solid mass nor fluid collection. No inflammatory changes are seen and there is no hernia. The branches of the aorta are widely patent. Intestinal rotation is normal. Musculature of the abdominal wall, spine and pelvis is intact the only change from the previous exam of one month ago has been insertion of the fallopian tube essure devices impression: no abnormality is seen. Previously administered products included for hallucinations: ambien (zolpidem-hallucinations); for an unreported indication: cyclobenzapine, flexeril, cephalexin, clindamycin, keflex, tramadol and cephalexin. Past adverse reactions to the above products included hypersensitivity with ambien (zolpidem-hallucinations), cephalexin, cyclobenzapine, keflex and tramadol; muscle spasms with flexeril; and rash with cephalexin and clindamycin. Concurrent conditions included drug allergy, smoker, blurred vision since (B)(6) 2013, gerd since (B)(6) 2013, esophagitis since (B)(6) 2013, myalgia since (B)(6) 2014, multiple gastric ulcers since (B)(6) 2014, allergic reaction to analgesics since (B)(6) 2014, menstrual disorder, edema, shortness of breath, dyspnea, cough, dizziness, back muscle spasms, visual disturbances, gonorrhea, vaginal pain, genital bleeding, post-traumatic stress disorder, fracture of spine, insomnia, stomach ulcer, fever, flank pain, attention deficit/hyperactivity disorder, myalgia, gait disorder, hemorrhage of gastrointestinal tract, unspecified, sleep disturbance, irritability, ear pain, rhinorrhea, tarry stools, burning sensation, twitching, muscle pain, tinnitus, flu-like illness, myositis, dizzy, taste metallic, leg injury, schizoaffective disorder, facial swelling, neck stiffness, wheezing, stridor, lupus erythematosus, general body pain, jaw pain, yeast infection, vaginal discharge, acid reflux (oesophageal), bladder pain and ear infection. Family history included osteoarthritis (mother, maternal grandfather), asthma (mother,maternal grandfather), cancer (mother), coronary artery disease (mother,maternal grandfather), diabetes (mother, maternal grandmother,paternal grandmother), thyroid disorder (maternal grandfather), high cholesterol (mother, maternal grandfather), hypertension (mother, maternal grandfather), migraine (mother, maternal grandfather), stroke (mother, paternal grandmother, maternal grandfather), thyroid disorder (mother), heart failure (brother, sister, maternal grandmother) and migraine (mother). Concomitant products included ziprasidone for mental disorder and mood disorder nos as well as benzatropine (benztropine), cefalexin (cephalexin), cefalexin (keflex), cefixime (flexeril), clindamycin, hpv vaccine vlp rl1 4v (yeast) (gardasil), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), influenza vaccine, influenza vaccine (influenza), influenza vaccine inact split virion 3v (flulaval), lamotrigine (lamictal), medroxyprogesterone acetate (depo-provera), omeprazole, omeprazole (protonix), opioids, paracetamol (acetaminophen), paracetamol;tramadol hydrochloride (ultram), ranitidine hydrochloride (zantac), sucralfate, sucralfate (carafate), zolpidem tartrate and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain/abdominal pain") and nausea ("nausea") and was found to have weight increased ("extreme weight gain/ am now (B)(6) , having gained over 100 pounds in the few years after the essure implant\weight gain"), 3 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the first episode of back pain ("severe back pain/ back pain (sharp)"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ menstrual pain"), dyspareunia ("pain during intercourse/ the pain I endure with sex has not only impacted me butmy partner, too"), migraine ("severe migraines") and bipolar disorder ("depression bi-polar"). In 2013, the patient experienced depression ("depression") with fatigue. In (B)(6) 2013, the patient experienced the second episode of back pain ("back pain"). On (B)(6) 2013, the patient experienced coagulopathy ("clotting"). In (B)(6) 2015, the patient experienced palpitations ("palpitation") and kidney infection ("kidney infection"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuations"), pain ("pain nos/body pain"), headache ("headaches"), swelling ("swelling"), anaemia ("anemia"), arthralgia ("knee pains"), pain in extremity ("legs pain, hand pain"), anxiety ("anxiety"), fall ("fall"), urinary tract infection ("urinary tract infection"), ligament sprain ("sprains"), ill-defined disorder ("general illness"), vomiting ("vomiting"), fibromyalgia ("fibromyalgia"), affective disorder ("mood disorder") and mental disorder ("mental disorder"). The patient was treated with surgery (hysterectomy scheduled on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the dysmenorrhoea, migraine, pain, the last episode of back pain, swelling, coagulopathy, anaemia, arthralgia, pain in extremity, anxiety, fall, urinary tract infection, ligament sprain, ill-defined disorder, palpitations, kidney infection, vomiting, fibromyalgia, affective disorder and mental disorder outcome was unknown and the abdominal pain, depression, weight fluctuation and dyspareunia had not resolved. The reporter considered abdominal pain, affective disorder, anaemia, anxiety, arthralgia, bipolar disorder, coagulopathy, depression, dysmenorrhoea, dyspareunia, fall, fibromyalgia, genital haemorrhage, headache, ill-defined disorder, kidney infection, ligament sprain, mental disorder, migraine, nausea, pain, pain in extremity, palpitations, pelvic pain, swelling, urinary tract infection, vomiting, weight fluctuation, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: she reports her husband complaints something is cutting him during intercourse, she reports sharp pains in her lower pelvis. She is requesting a hysterectomy to have them removed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on an unknown date: there are minor inflammatory changes of multiple para facial sinuses. Pregnancy test - on (B)(6) 2016: results: negative. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, pelvic pain, back pain, swelling, nausea, headaches". Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received, new reporter was added. Essure removed date of essure added.new events was added.pain in extremity, arthralgia, anxiety, fall, urinary tract infection, ligament sprain, kidney infection, general illness,palpitation, mental disorder, mood disorder, vomiting, fibromyalgia. Ongoing condition in medical history removed and captured as an event on (B)(6) 2019: mr received .reporter information was added. Medical history was added. No new significant information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (ache, sharp, cramp)/pain even without being on my menstrual cycle") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included birth control pill in 2008, multigravida (6), parity 4 (4). Date of births: (B)(6), miscarriage, hypertension, complication of delivery, c-section (umbilical cord wrapped around baby's neck) on (B)(6) 2013, mood disorder nos in 2008, borderline personality disorder in 2008, obesity in 2008, vaginal bleeding in 2010, dysfunctional uterine bleeding in 2010, schizoaffective disorder in 2010, endometriosis on (B)(6) 2011, gravida on (B)(6) 2011, knee pain on (B)(6) 2011, constipation on (B)(6) 2011, diarrhea on (B)(6) 2011, vomiting on (B)(6) 2011, hypertension on (B)(6) 2011, fibromyalgia on (B)(6) 2011, asthma on (B)(6) 2011, attention deficit/hyperactivity disorder on (B)(6) 2011, miscarriage on (B)(6) 2011, general malaise on (B)(6) 2011, weakness on (B)(6) 2011, cramp in lower abdomen, flank pain on (B)(6) 2012, hematuria on (B)(6) 2012, panic attack on (B)(6) 2013, cesarean section on (B)(6) 2013 and knee arthropathy. *she was not allergic to nickel or any other component of essure and even did not experience a hypersensitivity reaction to nickel or any other component of essure. On an unspecified date in 2013, she received treatment sonogram during she experienced abdominal pain, heavy bleeding, menstrual pain, back pain and medication for depression. Approximate weight at the time of essure placement: (B)(6). Gallbladder wall thickening on ultrasound. On (B)(6) 2012, pelvic sonography revealed right ovary has a 10 mm benign-appearing cyst on (B)(6) 2013, CT abdomen and pelvis contrast revealed the findings: the study is done with 2 mm thick images at 1 mm interval from the diaphragm inferiorly to the iliac crests for the abdomen and from the iliac crests inferiorly to the ischial tuberosities for the pelvis. Images were obtained following ingestion of dilute contrast orally. The sequence was done during intravenous administration of 100 ml of omnipaque 350. Essure devices have been inserted into the proximal portion of each fallopian tube. The heart size is normal. Lung bases have minimal hypoventilatory atelectasis with no consolidation or effusion. Bony structures are unremarkable. The appendix is well seen and is normal. All structures are normal in size, shape, and position with appropriate enhancement. There is no adenopathy, abnormal solid mass nor fluid collection. No inflammatory changes are seen and there is no hernia. The branches of the aorta are widely patent. Intestinal rotation is normal. Musculature of the abdominal wall, spine and pelvis is intact the only change from the previous exam of one month ago has been insertion of the fallopian tube essure devices impression: no abnormality is seen. Previously administered products included for hallucinations: ambien (zolpidem-hallucinations); for an unreported indication: cyclobenzaprine, flexeril, cephalexin, clindamycin, keflex, tramadol and cephalexin. Past adverse reactions to the above products included hypersensitivity with ambien (zolpidem-hallucinations), cephalexin, cyclobenzaprine, keflex and tramadol; muscle spasms with flexeril; and rash with cephalexin and clindamycin. Concurrent conditions included drug allergy, smoker, blurred vision since (B)(6) 2013, gerd since (B)(6) 2013, esophagitis since (B)(6) 2013, myalgia since (B)(6) 2014, multiple gastric ulcers since(B)(6) 2014, allergic reaction to analgesics since (B)(6) 2014, depression, general body pain, mental disorder, palpitation, kidney infection, sprain, fall, illness, anxiety, pain ankle, hand pain, leg pain, back injury, chest pain and menstrual disorder. Family history included osteoarthritis (mother, maternal grandfather), asthma (mother,maternal grandfather), cancer (mother), coronary artery disease (mother,maternal grandfather), diabetes (mother, maternal grandmother,paternal grandmother), thyroid disorder (maternal grandfather), high cholesterol (mother, maternal grandfather), hypertension (mother, maternal grandfather), migraine (mother, maternal grandfather), stroke (mother, paternal grandmother, maternal grandfather), thyroid disorder (mother), heart failure (brother, sister, maternal grandmother) and migraine (mother). Concomitant products included ziprasidone for mental disorder and mood disorder nos as well as benzatropine (benztropine), cefalexin (cephalexin), clindamycin, ibuprofen, lamotrigine (lamictal), opioids, paracetamol (acetaminophen), sucralfate and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain/abdominal pain") and nausea ("nausea") and was found to have weight increased ("extreme weight gain/ am now (B)(6) pounds, having gained over 100 pounds in the few years after the essure implant\weight gain"), 3 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the first episode of back pain ("severe back pain/ back pain (sharp)"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ menstrual pain"), dyspareunia ("pain during intercourse/the pain I endure with sex has not only impacted me but my partner, too"), migraine ("severe migraines") and bipolar disorder ("depression bi-polar"). In 2013, the patient experienced depression ("depression") with fatigue. In (B)(6) 2013, the patient experienced the second episode of back pain ("back pain"). On (B)(6) 2013, the patient experienced coagulopathy ("clotting"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuations"), pain ("pain nos"), headache ("headaches"), swelling ("swelling") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy scheduled on (B)(6) 2019). Essure treatment was not changed. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the dysmenorrhoea, migraine, the last episode of back pain, swelling, coagulopathy and anaemia outcome was unknown and the abdominal pain, depression, weight fluctuation and dyspareunia had not resolved. The reporter considered abdominal pain, anaemia, bipolar disorder, coagulopathy, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, nausea, pain, pelvic pain, swelling, weight fluctuation, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2016: results: negative. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-feb-2019: pfs received: events: swelling, clotting, anemia, device monitoring procedure not performed were added. Outcome was added & updated from not recovered/not resolved to recovered/ resolved of genital bleeding. Concomitant conditions were added. Case became incident due to anticipated hysterectomy on (B)(6) 2019. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.